Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. The co2 insufflation tube with the port and one way valve was missing from its original position on the btt. The missing component was not returned to the factory for evaluation. As a result, a complete evaluation cannot be performed. However, based on the condition of the device as found, the reported failure mode ¿break; valve dislodged/broke/missing¿ was confirmed. The shop floor paperwork was reviewed for the btt subassembly. All the test results meet the specifications and results. There were no non-conformities observed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 distal insufflation tubing disconnected from distal port. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 distal insufflation tubing disconnected from distal port. A replacement device was used to complete the procedure. The hospital did not report any patient effects.